Manufacturer narrative:
(B) (4): the lot of the suspect device was not identified, therefore, the MFR cannot determine the suspect device. However, the suspect devices in use are lot # h10a0920 and # h09d4734. The set screw was returned for eval. Macroscopic and optical examination of set screw and mas appear to show multiple implants with atypical rod interface witness marks. A review of the device history records did not identify any applicable nonconformance to specification. X-ray review shows a complex thoracolumbar construct with vertebrectomy and anterior fixation followed by pedicle screws and rods at t10-l3. Lower set screw has come loose at l3.

Event description:
It was reported that the patient underwent a posterior spinal surgery from t10-l3 following a motor vehicle accident. Reportedly, patient became a paraplegic due to the motor vehicle accident. Sometime post-op, it was found on x-ray that a set screw had backed out. The pt underwent a revision surgery in which all of the hardware was removed out and replaced with new hardware. The patient also underwent a transforaminal lumbar interbody fusion at the t3 level during the revision surgery. No add'l patient complications were reported.